Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer did not correctly fill the cartridge. There was no adverse impact the customer¿s blood glucose. Reportedly, the customer reverted to an alternate method of insulin therapy.